Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. All models reviewed during the in-service, including cleaning and disinfecting information. The customer was instructed follow all olympus reprocessing procedures. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The olympus endoscopy support specialist (ess) went to the facility to provide a reprocessing in-service for the gastrointestinal scopes. During the in-service, the customer informed the olympus ess they do not re-process the devices according to the instructions for use. They do not use the mh-974 washing tube at bedside cleaning for the device and during manual cleaning of the scope, they do not use cleaning brushes bw-400l or maj-1534. No patient involvement. This is for c21206478 for gf-uct180; c21206278 is for model gif-hq190.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, the instructions for use of this product include the following reprocess methods: inject and drain fluid from the forceps elevation wire channel using a cleaning tube mh-974 and brush the outer surface of the distal end using a cleaning brush bw-400l or maj-1534. It was presumed that the phenomenon was caused by the use handling, due to compliance with these events may prevent the occurrence of the phenomenon . IFU (instruction for use) for use of gf-uct180, reprocess methods are described below. It is considered that the indicated events can be prevented by complying with the following. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor complaints for this device.